Manufacturer narrative:
On 07/18/18, it was reported to mentor that the device history record (DHR) of lot number 5603403 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/16/18, it was reported to mentor that the product was saline mentor siltex round moderate profile 425cc, catalog number 3542670, lot number was 5603403, the date of event was (B)(6) 2018 for the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor of unknown type (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision with saline mentor breast implants of unknown type and experienced deflation on the left and right breast implants. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 550cc, catalog number 3505504bc, serial number (B)(4), lot number 7573078 on the left breast implant and with gel mentor memorygel breast implant 600cc, catalog number 3506004bc, serial number (B)(4), lot number 6854204 on the right breast implant on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 07/19/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed a rent measuring approximately 0.3 cm next to an area of siltex cracking on the posterior aspect. No other anomalies were found. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).